Manufacturer narrative:
.

Event description:
It was reported that the physician received an error message on his vns programmer. No additional relevant information has been obtained to date. The suspect handheld and software have not been received by the manufacturer for analysis to date.

Event description:
The suspect handheld and software have been determined to be lost at this point. The products were reportedly sent back via fedex but were never received by the manufacturer for analysis to date.